Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, there was evidence of a short battery life with voltage drop leading to a cs 177 warning. The battery compartment was undamaged and the battery cap could fit securely. There was moisture corrosion observed in the battery compartment. A leak test failed due to a display lens leak. The ez-prime steps were performed correctly. All currents readings were within specification. The original complaint of the ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no further moisture or intermittent condition found to the continuous glucose monitor module or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.